Event description:
On (B)(6) 2010 patient reported she has been admitted to the hospital while using her infusion device. Patient stated she had been experiencing lower than normal readings for the past 2 weeks. Patient's normal target range is 90-130 mg/dl. Patient reported having a blood glucose reading of 78 mg/dl on (B)(6) 2010 at 8 am and attempted to bring her levels back up by drinking 4 ounces of infusion juice and later eating some toast. Patient reported having dizzy spells and slurred speech since (B)(6) 2010. Patient stated these are not symptoms that she associated with either elevated or low blood glucose. Patient reported she tested at 10 am with a reading of 150 mg/dl while still having dizzy spells and slurred speech. Patient stated she contacted her doctor and was directed to call 911. Patient reported she was able to call paramedics and was transported to the hospital where they tested her blood glucose with a reading of 470's mg/dl. Patient stated she was administered 12.0 units of fast acting insulin via an IV and then approximately 2 hours later her blood glucose went as low as 40 mg/dl. Patient reported she was given dextrose to correct her low blood glucose. Patient stated she was kept overnight and released on (B)(6) 2010 at 11:30 am. Patient reported she received no error messages or alerts prior to hospitalization. Patient switched to her backup infusion device and her readings have returned to her normal range. Product was replaced and requested return of the alleged product for evaluation.